Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
A patient of unknown gender and age was undergoing a tips procedure. Utilizing intermittent fluoroscopic guidance, the sheath was advanced into the right atrium. At this point it was noted that the sheath did not have a radiopaque band to mark where the sheath ended. A section of the device did not remain inside the patient's body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable or unchanged. Investigation- a review of the complaint history, device history record, instructions for use (IFU), manufacturing instructions (mi), quality control (qc) and a visual inspection of the complaint device was conducted for the purpose of this investigation. One used product was returned for investigation. During a visual inspection of the returned complaint device, it was confirmed that the radiopaque band was missing from the distal tip of the sheath. The tip did not appear to be damaged and the sheath was measured, which indicated that the marker band nor tip of the sheath had separated. Destructive testing was then conducted to remove the sheath from the hub. When this was done, it was found that the radiopaque marker band was located on the proximal end of the sheath, thus confirming the device was not manufactured to specification. There is no reported injury to the patient. A search revealed this complaint to be the only reported complaint associated to the complaint lot number 6478487. Instructions are in place to examine the device for any nonconformities. A quality engineer risk assessment was created to evaluate the risk of this failure mode; based on the results of the analysis, no further risk reduction is required. We will continue to monitor for similar complaints.

Event description:
A patient of unknown gender and age was undergoing a tips procedure. Utilizing intermittent fluoroscopic guidance, the sheath was advanced into the right atrium. At this point it was noted that the sheath did not have a radiopaque band to mark where the sheath ended. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.